Manufacturer narrative:
Age/weight/ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: lenses remain implanted, therefore not explanted. Email address: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation bubbles / inclusions on the edge were observed. In addition when the intra-ocular lens (iol) had unfolded, small, fine cracks in the material could be seen centrally on the iol. The operation proceeded normally without any other incidents. No additional information was reported. This report captures the suspect lens with serial number (B)(4). The other 2 suspect product with a specific identifiers and another with unknown product identifier are captured in separate MDR submissions.